Manufacturer narrative:
(B)(4). Service engineer replaced gas springs on centrifuge door and performed system checkout successfully. Photo associated with the complaint was returned for analysis. The complaint description states that a drive tube leak and a blood leak alarm occurred at 142ml whole blood processed (wbp). The kit was loaded correctly and passed priming without any alarms. Evaluation of the photo confirmed the drive tube leak. However, based on the provided photo alone, the failure mode and a root cause could not be determined. No manufacturing defect could be determined. Review of the device history record found no related nonconformances. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d369 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). The service order feedback was not available at the time of this report. A supplemental report will be created once the service order feedback is received. Investigation is still in progress at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report a drive tube leak and a blood leak alarm at 142 ml of whole blood processed (wbp). Customer reported prime was completed without any alarms and kit was loaded correctly. Customer reported that it was hard to tell where the leak was coming from. Customer provided a photo for evaluation.